Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. The customer¿s current low blood glucose level was 313 mg/dl and at the time of the incident it was 51 mg/dl. The customer¿s high blood glucose at the time of the incident was 487 mg/dl and the current was 313 mg/dl. The customer had using the insulin pump system within 48 hours of the reported low and the high blood glucose. The customer does not allege the pump was over and under delivery. The customer was not admitted into the hospital as a result of the low and high blood glucose. The customer declined the troubleshoot for the low blood glucose and troubleshooting was already done for the high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer was treated with the glucose and insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test displacement accuracy test and displacement test. Device functioning properly during testing. No delivery anomaly noted during testing.